Event description:
It was reported "after screwing the peripheral screws to the motor, the surgeon finished the screwing process by hand. On the last screw, the screw head broke off. The body of the screw was in the baseplate, but the head remained on the 4.5 torque screwdriver."

Manufacturer narrative:
Device is not available as it remains implanted in the patient.

Event description:
It was reported "after screwing the peripheral screws to the motor, the surgeon finished the screwing process by hand. On the last screw, the screw head broke off. The body of the screw was in the baseplate, but the head remained on the 4.5 torque screwdriver."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.